Event description:
The patient experienced a non-q wave mi in 2007, one day after cypher stent implantation.

Manufacturer narrative:
This product with catalogue number cra13350 is not distributed in the united states, but it is similar to a product with catalogue number that is sold in the unites states. This is one of two devices in the patient in the event, which occurred in the patient. Please refer manufacturing numbers: 9616099-2007-00191 and 9616099-2007-00191. Additional information will be submitted within thirty days upon receipt.